Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test (B)(4). And (B)(4). No occluded anomaly was found. Also performed manual test to reservoir and found plunger easy to connect/release from stopper-plunger.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer blood glucose reading was 440 mg/dl. Customer was on steroids. Customer decline further troubleshooting. Customer will be returning two of their reservoirs for analysis.